Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image during maintenance involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.